Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the black box recorded multiple loss of primes both low non-zero and zero force. Investigators attempted rewind and load receiving a no cartridge detected alarm. Investigators were unable to complete 24 hour and bolus test. Force sensor calibration was out of specifications at 0. Opened pump and remove from case. The force sensor flex trace was cracked at pin connection. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor flex trace was cracked at pin connection. This report is made based on results of investigation completed on 11/11/2013.